Event description:
Baxter (B)(4) received a report that an folfusor had a torn purple coil cap. The device was filled with nacl. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a cracked coil cap was confirmed via photographic evaluation. The root cause was determined to be an excess stress on the coil cap. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, the actual device is not available for evaluation but baxter will receive a photo for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.